Manufacturer narrative:
Compressor mini reported not able to start. The compressor was investigated on site and the mains inlet together with fuse was replaced. The unit passed all functional and safety test per factory specifications, returned to customer and was cleared for clinical use. The cause of a blown fuse could be one or a combination of the following causes: - electrical transients (voltage and/or current spikes) in the mains power. - bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. - chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. - dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. Since the mains inlet was not returned for investigation, the root cause cannot be determined.

Event description:
Manufacturer ref # (B)(4).

Event description:
It was reported that the fuses stuck in mains inlet of the compressor. There was no patient involvement. Manufacturer ref.#: (B)(4).